Manufacturer narrative:
(B)(6). The exact date when the additional fracture was sustained is unknown. (B)(4). The original implant procedure was performed on an unknown date approximately two (2) months ago. Per facility, the complainant parts were discarded following the revision procedure and will not be available for evaluation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records will be requested based upon the provided lot number. Results will be reported upon completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure (B)(6) 2016 after sustaining a second femur fracture (right). The additional fracture was just below the original fracture area, which was treated two (2) months prior with the implantation of a trochanteric fixation nail advanced (tfna) construct. During the revision, it was noted that the original hardware had remained fully intact and allowed for full fracture healing. The surgeon decided to exchange the original short nail for a long nail. In order to complete this revision, the surgeon removed the original 11mm tfna nail (short), the helical blade, and an unknown screw. The hardware was then replaced with a new 11mm tfna nail (long), a tfna screw, and a 5.0mm locking screw. The procedure was completed successfully with no reports of patient harm or surgical delay. The post-operative status of the patient was said to be stable. This report is 2 of 3 for com-(B)(4).

Manufacturer narrative:
Expiration date, other: UDI: (B)(4). Part manufacture date: april 18, 2016. Part expiration date: march 31, 2026. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 100mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.